Event description:
It was reported that during a laparoscopic appendectomy procedure, during the second firing, the device did not properly form the staple line. There was bleeding which was controlled with a clip applier device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m5235u. Additional information requested and received: what color cartridge was used during the second firing? White were all of the staples that were deployed during the second firing malformed or were just a few of the staples within the staple line malformed?some good staples, some malformed was buttressing material being used? No if yes, what type? How was the case completed? A clip applier stopped the bleeding and the case was completed as normal. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no malformed staples were noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015 information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested but not available: contacted rep to request additional information and verify correct lot number. Additional information needed: what color cartridge was used during the second firing? Were all of the staples that were deployed during the second firing malformed or were just a few of the staples within the staple line malformed? Was buttressing material being used? If yes, what type? How was the case completed?